Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 260 mg/dl. The alarms were cleared and insulin delivery was resumed. Reportedly, the customer had manual insulin injections available.